Event description:
It was reported that the patient experienced a cerebral spinal fluid (csf) leak during the implant procedure, in which she was under general anesthesia. The spinal cord stimulation lead was explanted, and the procedure was aborted. The patient did not experience any symptoms due to the csf leak, and there was no medical intervention provided. The patient has fully recovered. The explanted lead will not be returned as it was discarded by the medical facility.